Event description:
A hospital in (B)(6) reported that the rt266 infant dual-heated evaqua2 breathing circuit was leaking via the expiratory limb during routine patient assessments.no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that the proximal connector on the expiratory limb was found cracked. No visible damage was observed on the rt266 tubing itself. A lot check was not performed as a lot number was not provided. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the connector coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the complaint circuit became damaged during use. The user instructions that accompany the rt266 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.